Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device was beeping and upon interrogation the shock impedances measurements was high with one reading out of range on the right ventricular (rv) lead which caused the alert. An in clinic test showed that the values were not out of range and the values were increased from 125 ohms to 150 ohms with a follow up booked. The patient was instructed to return to the clinical earlier then the normal follow up time if the device was to beep again. No adverse patient effects were reported. The device remains implanted.